Event description:
It was reported that the battery gauge was fluctuating. The customer declined to provide information on whether their blood glucose level exceeded 500 mg/dl, so no impact was reported. The customer reverted to an alternate method of insulin therapy.